Event description:
Patient underwent right lower extremity angiogram with popliteal and tibial angioplasty for gangrene of right foot. During the case the sheath was advanced from the left common femoral artery access up and over into the right sfa in order to cross the occluded popliteal artery. When the angioplasties were completed, the surgeon attempted to remove the 6x90cm sheath over the wire which consisted of a 0.014 wire in the anterior tibial artery. Initially the sheath was able to be pulled back, however, with additional pulling over the wire resistance was felt and the sheath began to unravel. Further movement was stopped and the vessel was checked under fluoroscopy; it was identified that the sheath was unraveling over the aortic bifurcation. In addition to fluoroscopy, the pre-operative cta was evaluated and no significant narrowing in the iliacs or right sfa were found to explain why the sheath was caught. Because of concern that further pulling to remove the sheath would result in the sheath coming apart in the aorta, iliac or sfa or that the unraveled sheath may injure the aorta at the bifurcation. The surgery team opted to do a cut down to extract the sheath. The patient made full recovery and was discharged 10 days later. Device sequestered to be sent to manufacturer for evaluation.